Event description:
The customer stated that his blood glucose reading was over 600 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. Insulin exited during the prime test. A tubing clamp was not available to properly perform the high pressure test. The customer stated that he did not feel well and was going to go to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.